Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was damaged. Customer's blood glucose was 400 mg/dl. Customer changed the cartridge and successfully resumed insulin therapy.